Event description:
It was reported that the patient awoke from the implant procedure unable to move her left leg. The patient had a loss of reflexes in her left leg. The healthcare provider (hcp) determined that device removal was needed and this occurred on the same day as implant. Three days later it was reported that the patient regained her leg function immediately following the explant of her device. The patient was re-implanted with a new system and the hcp stated that she was doing well. No further actions were planned.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).